Event description:
The reporter alleged the following: the reporter's first procedure was a lasik treatment on his left eye in april 1996. The reporter's vision was still poor, but somewhat improved. A prk procedure was done on the same eye in june 1996, resulting in legal blindness from corneal scarring and irregular astigmatism. The reporter has been told that the damage is irreversible and their vision is not correctable.